Event description:
It was reported that when checking the external pulse generator (epg), which was connected to the patient, the device was turned off. It was further reported that no low battery indicator was noted twenty four hours prior. The epg was replaced and when later tested, the battery voltage was low. When the batteries were replaced the device functioned normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.